Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Customer called by emergency support prpgram to initially report that during use intra-aortic balloon (iab) with cardiosave intra-aortic balloon pump (iabp) the baloon was not fully inflating. The patient experienced hemodynamic instability following a diagnostic cardiac catheterization, and iabp support was selected; however, therapy could not be initiated. Subsequent troubleshooting identified that the helium tank valve was not fully opened. The patient expired.